Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 11feb2017. The review was performed from the date of manufacture to the present date 14jun2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had failed in preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Correction: device manufacture date. Annex a: a0404, a25, a04601. Annex b: b11, b14. Annex c: c07, c19, c0601, c070601. Annex d: d01, d14. Annex g: g0405203, g07001, g04055, g04037, g04061.

Event description:
It was reported that the device had failed in preventive maintenance. There was no patient involvement.